Event description:
It was reported that the adhesive holding the front and back of the ilet pump began to separate after the user removed the case, exposing internal wires; the user had transitioned to backup therapy and requested next steps, and a replacement was arranged. Customer care provided support that included guidance to continue cgm use with the dexcom app or receiver and replacement logistics. Investigation of this case revealed a hardware enclosure integrity failure consistent with screen or housing delamination and an associated risk that insulin delivery and meal announcements would not be reliable. No clinical symptoms and no changes in blood glucose were reported. Outcomes included continued use of backup therapy and recommendation to keep the pump shut down to avoid alerts, without hospitalization. It was concluded, based on previously established findings for similar reports, that physical damage or adhesive bond failure of the device enclosure was the cause.